Event description:
Caller reported that their tandem mobi pump would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on troubleshooting steps, including pressing the pump button and placing the pump on the charging pad, but the issue persisted. As a result, technical support arranged for a replacement pump. Reportedly, customer reverted to manual injections for insulin therapy.